Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report fluid leaking under a solution bag at an unknown phase of their pd treatment. The patient confirmed no fluid got on or in the cycler. The patient also stated that the cycler was making a vibrating sound during setup and treatment. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine and follow-up with their peritoneal dialysis registered nurse (pdrn). It was reported than an alternate treatment was not available. Upon follow-up, the patient confirmed that they were able to complete treatment by using manual exchanges. No patient adverse effects were experienced and no medical intervention was required. The patient has received the new cycler with no issues and the old cycler will be returned as scheduled. The patient stated that the fluid leak was noticed when they woke up at night during an unknown phase of treatment. There was a puddle of fluid on the floor. The patient confirmed there was no fluid in or on the cycler and occurred from the cassette. The patient confirmed that the cassette and solution bags used during treatment are not available to be returned to the manufacturer for evaluation because they were discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.